Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was flipping in the pocket. It was unknown what may have caused the issue, the hcp noted that the patient had a large pocket incision and that the pump was floating/flipping in the pocket. It was unknown what diagnostics/troubleshooting had been performed. The patient was scheduled for revision surgery. The issue was not resolved as of the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.